Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned. The photo provided shows a monitor displaying the lens implanted in the eye. One haptic is broken in the gusset area and on top of the optic edge area. No other damage is visible in the photo. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. Based on our observation of the attached photos, the haptic is broken. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Company model IFU: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in a.1., a.2., b.3., b.5., d.5., d.10. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested, received and stated when lens was inserted into the patient eye the surgeon automatically noticed that the haptic was cracked from the optic. The iol was explanted during initial procedure. Patient had some edema next day of surgery but cleared now and patient symptoms were resolved.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported with a description of intraocular lens (iol) trailing haptic broken. Additional information has been requested.